Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to gain telemetry during a routine device check. After twenty percent of the interrogation the programmer would loose telemetry. On the second attempt, interrogation was successful through access of the associated ICD software on the programmer. The device remains in use. No patient complications have been reported as a result of this event.